Event description:
It was reported that during the pre-use check, leakage of air from the breathing bag was observed. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). A sample was received for evaluation. The sample was returned inside of a plastic bag. Sample was submitted for leak testing inspection. The results didn't show leakage. Based on the leak results, the complaint is not confirmed. Root cause is unknown and no action taken.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4). Additional information: updated d3, d4 (UDI) and g5 are unknown. A sample was received for evaluation. The sample was returned inside of a plastic bag. Sample was submitted for leak testing inspection. The results didn't show leakage. Based on the leak results, the complaint is not confirmed. Root cause is unknown and no action taken.